Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm sureform 60 stapler instrument and the reload to perform failure analysis. The 8mm sureform 60 stapler instrument and the reload were analyzed and the complaint was replicated and confirmed. Sureform 60 stapler: the instrument was found to have repeated clamping failures within a single install based on log review. The instrument was functionally tested on an in-house system an achieved adequate compression using two test foams with green reloads installed. The shim test was unable to be performed due to no tool availability. Sureform 60 reload: the reload was found to have lodged staples wedged in between the knife track. Visual inspection confirms there are at least 2 lodged staples which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. Additional observation(s) related to customer reported complaint: the reload was found to have cartridge damage. The cartridge damage was found in between the reload. The knife was inspected and there was damage found. The reload blade was found to have mechanical indentations. The reload cover was removed and the knife was inspected. Damage was found to the blade. There was also cartridge damage observed. A review of the logs for the sureform staplers associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show pn 480460-09, ln k12240110-0152, was installed on the system 2x and fired 2 reloads (1 black, followed by 1 blue). On install 1, the first clamp was aborted by the user. The next two clamps were incomplete, stopping at 60% and 97% completion, respectively. The third clamp was successful, and the firing was completed with 2 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs. Logs are attached.

Event description:
It was reported that during a da vinci-assisted gastric polypectomy surgical procedure, the 8mm sureform 60 stapler instrument failed to staple. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with no noted damage. The reload that was used was black. The nurse state they usually use blue but chose black because the tissue was thick. The issue occurred on the first stapling attempt. It worked once out of several attempts. The target tissue was the stomach. The tissue was not calcified, was not exposed to any radiation or chemotherapy prior to the procedure, had no tissue tension, and there was no tissue bunching. The issue was the stapler didn't fire. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. There was no bleeding from the stapling event. There was no unplanned tissue removal due to the stapler firing failure. They continued the procedure with a back up instrument.